Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max extended enteric bacterial panel (xebp) assay (ref. 443812) kit lot 4198107 was performed by the review of manufacturing records, review of customer¿s data, retain material testing and by the complaint¿s history review. Customer complained about a negative sample that repeated positive for the yersina target when using bd max xebp kit lot 4198107. The sample was also positive in culture. Review of the manufacturing records of bd max xebp assay indicated that lot 4198107 was manufactured according to specifications and met performance requirements. Customer provided database from instrument ct3327 for investigation. The repeat sample, giving a yersinia positive result and matching the CT score provided in the complaint text, was found in run 101, position a1. Based on the repeat sample ID, the initial test, giving a yersinia negative result, was performed in run 96; position b11. Manual pcr curve adjudication was performed across the discrepant samples. The initial test showed a flat curve without any amplification whereas for the repeat test the curve revealed what appears to be true amplification of the yersinia target (fam channel), without any anomaly. The internal control (channel cy5.5) amplification was as expected for both samples. Two different sample preparations were prepared for the initial and repeat test, suggesting that the initial specimen might not contain yersinia target. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Same lots of both bd max¿ extended bacterial enteric panel and bd max¿ bacterial enteric panel kits, as well as cartridge lots, were used for both tests, suggesting no specific reagent is linked to the discrepancy. The retain material of xebp from lot 4198107 was tested and the results were as expected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max xebp assay lot 4198107. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends were identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of kit bd max ext enteric bacterial panel, a false negative yersinia patient result was obtained. Sample was retested on max and gave a positive results. Culture was positive for yersinia. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of kit bd max ext enteric bacterial panel, a false negative yersinia patient result was obtained. Sample was retested on max and gave a positive results. Culture was positive for yersinia. There was no report of patient impact.